Event description:
Customer reported, "the ultrafiltration (uf) setting was not activated until after dialysis key activated. The nurse noticed that at 45 minutes into treatment patient had symptoms of shortness of breath. Blood pressure held till about 3 hours, into the 3,5 hour treatment patient became mildly hypotensive and the shortness of breath increased. The patient was originally set for a target loss of 3,2 kg. At 45 minutes the patient had fluid removal of 1,5 1; at 3 hours they had fluid removal of 4,3 1 and they were taken off treatment due to increasing unrelieved shortness of breath. The patient was given oxygen during treatment because they were oxygen dependent due to chronic obstructive pulmonary disease (copd) and recent pneumonia. Also, had conductivity profile running which the staff was not sure defaulted back to the original configurations of start 135 meq/1, final 148 meq/1 at a progressive curve of 40%. Noted to the customer that the start conductivity should be 148 meq/1 and the final conductivity should be 135 meq/1 according to their present physician orders. Advised to change configurations as soon as possible. Uf default was target loss 5,0 1 with progressive curve of 4%. Staff felt that when the curve was actived after the dialysis key was pressed the software defaulted to the greater target thus removing too much fluid. The patient expired 2 days later with questionable myocardial infarction or with an embolism to the lung, per the staff".